Event description:
Balloon ruptured. Catheter tip was red, which led physician to believe that fragments of catheter may have returned inside patient's body. Device was discarded at the hospital and model and lot numbers were not available. (B) (6) confirmed to (B) (6) that patient is doing well and no further complications have been reported.

Manufacturer narrative:
Device was discarded at hosp. Device will not be returned. It was discarded at hospital.